Event description:
Consumer called to regarding accuracy of their meter. Analysis run on clark error grid using mean average reading (70) as ref. Point vs. Bd readings of (30,110) yielded data points in the d zone of the grid, outside of acceptable limits.